Manufacturer narrative:
DHR and ncrs were reviewed. No issues identified within the DHR record. No open or closed ncrs linked to the serial number affected. Breach of the sterile barrier is covered within fmea-02642 rev bq on line 54. Severity ranking of 9, occurrence ranking of 3 (1 in 5000) and detection ranking of 3 (7 out of 10). After evaluating the potential scenarios, the defect found in the field per (B)(4) is not per a staple puncturing the pouch within the restor3d (conformis) facility in wilmington, ma. The root cause is unknown as a walkthrough/investigation was conducted in the only potentially linked three areas (clean room, final packaging and final qa release) and no other tools, equipment or potential causes were identified that would create this type of breach in the sterile barrier of the pouch. Defect could have potentially occurred outside of the restor3d north facility. Root cause unknown

Event description:
Please find this as a formal complaint for this case where the implant packaging was violated and appears perforated by a staple. The jigs were fine and not damaged. The case was delayed to sterilize the implant component, the case was then completed without further impedance.